Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor and was recommended to be replaced.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1720. The malfunction occurred during testing.